Event description:
It was reported that during the mapping stage of an atrial fibrillation ablation procedure, a tamponade occurred. On (B)(6), additional information received stated that the sf catheter was in a deflected position and stuck in the left atrium, and that upon pulling the catheter back, the catheter straightened and hit the anterior wall of the left atrium appendage (laa), causing a tamponade. The patient needed cardiac surgery and extended hospitalization. The patient was fully recovered from the event. No malfunction of the device was reported.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation. Since no lot number was provided, no device history record review could be performed. Concomitant products used during the procedure: carto 3 system: model #: fg-5400-00m, serial #: unk. Stockert 70 system: model #: m-5463-01, serial #: unk. Cool flow pump: model #: m-5491-02, serial #: 01632. Lasso catheter: model #: d-1220-38-s, lot#: unk. C3 interface cable: model #: d-1286-04-s, lot#: unk. C3 interface cable: model #: d-1286-16-s, lot#: unk. (B)(4).